Event description:
Tip of the boot (carbon fiber) is cracked and chipped after completing case. Case type: tka.

Manufacturer narrative:
Reported event: tip of the boot (carbon fiber) is cracked and chipped after completing case. Product inspection: visual inspection: confirms the boot assembly has a splintered. Product history review: review of the device history records indicates (B)(4) device(s) were manufactured and accepted into final stock on 06/06/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n: 210080, lot: 201843052709 shows 2 additional complaint(s) related to the failure in this investigation. Pr ID: (B)(4). Conclusion: the event was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
Tip of the boot (carbon fiber) is cracked and chipped after completing case. Product inspection: visual inspection: confirms the boot assembly has a splintered. Product history review: review of the device history records indicates (B)(4) device(s) were manufactured and accepted into final stock on 06/06/2018 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201843052709 shows 2 additional complaint(s) related to the failure in this investigation. Pr ID : 2113686, 2209568. Conclusion: the event was confirmed.

Event description:
Tip of the boot (carbon fiber) is cracked and chipped after completing case. Case type: tka.